Event description:
It was reported that the patient was experiencing difficulty charging and aligning the charger to the ipg. It was noted that the ipg had flipped. The patient underwent a pocket revision procedure and the device remains implanted.